Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the recharging issues and stimulator moving around was due to weight loss. No action/ intervention were taken to resolve the issue. The recharging issue and stimulator moving around has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back syndrome - other. Information was reported that there is a suspected issue with the patient's recharger. The patient is getting poor coupling. The patient said that just today she noticed she was having trouble getting coupling boxes. She said during the call she could get 2 coupling boxes filled in. The patient said she has lost weight, and says her implant "does kind of feel jiggly and moves around" and said this started "about 6 months ago" (2017). The patient reported that she did have a fall also about 6 months ago (2017). The patient then stated that sometimes it hurts back there, where the implant is" and said this too started "about six months ago" (2017). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.